Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the catheter was difficult to deflate. A physician of urology removed the catheter by percutaneous balloon rupture method.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: concerning use: -when deflating balloon, allow balloon to deflate on its own; do not use excessive in aspirating with a syringe (the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be deflated.)"

Event description:
It was reported that the balloon of the catheter was difficult to deflate. A physician of urology removed the catheter by percutaneous balloon rupture method.